Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a screwdriver broke during a hardware removal. The procedure outcome and patient status were unknown. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the instrument was inspected at cq, it is observed that the proximal tip (the portion that mates with a mini quick coupling) of the screwdriver shaft was broken. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the reported complaint is being confirmed. No new issues were identified. A device failure was identified. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Documentation/ specification review: the relevant documents were reviewed as part of this investigation: based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: while a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.451. Lot: 1l76977. Manufacturing site: hägendorf. Release to warehouse date: 26 oct 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.